Event description:
Pt implanted 2/24/98 in upper and lower vermilion borders. Onset of lack of correction, implant displacement and implant shortening in perioral 3/23/98. Pt rec'd zyplast implant 4/23/98. Implant explanted 10/27/98.